Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A model b 110v electro dermatome was involved in a pt injury during a pt procedure. The event was described as: a model b 110v electro dermatome was being used during a graft procedure and produced a shredded graft. A second graft was required. Additional clinical info has been requested.